Manufacturer narrative:
Findings: pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Pump received with cracked reservoir tube lip and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump fell in water. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.